Manufacturer narrative:
Investigation results: our quality engineer inspected the 3 samples submitted for evaluation. The reported issue of needle disengagement difficult was confirmed upon inspection and testing of the samples. Functional testing of the sample showed that there was difficulty when retracting the needle into the tip shield. After the needle shield was removed it was observed that the cannula had punctured the cannister. Bd determined that the cause of the failure was related to our assembly process. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
No additional information.

Event description:
It was reported that bd nexiva 20 ga x 1 in single port needle disengagement is difficult. The following information was provided by the initial reporter: event description: "hard to pull out of tubing and stiff" harm to team member or patient? No injury.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.